Manufacturer narrative:
Visual inspection revealed a bubble between electrodes two and three on the stim end, but no damage or dislocated electrodes. Impedance measurements showed opens in channels three and four, indicating a break in those wires. The complaint of damaged and displaced electrodes could not be confirmed. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported that during an unrelated implant procedure, the physician had damaged the lead the lead was migrated. As a result, the lead was explanted and replaced and effective therapy was established post-operatively.